Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial total knee arthroplasty sometime 10-15 years ago. Subsequently, the patient is experiencing flexion contracture and tissue laxity. The custom implant group was contacted to manufacture replacement implants, however the revision was cancelled as the surgeon determined that the patient did not need a revision at of yet. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because the device is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05846 and 05847. Device remains implanted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on an unknown date. Subsequently, there will be a revision on an unknown date to treat flexion contracture and tissue laxity.